Event description:
Patient reported receiving an unexpected elevated blood glucose level of 24.3 mmol/l (437 mg/dl) at 10:28 pm. Patient's normal blood glucose level was not provided. Patient reported the following blood glucose levels and boluses prior to the incident: at 3 pm patient's blood glucose reading was 9.7 mmol/l (175 mg/dl) and he bolused 3.2 units of insulin, at 6 pm patient's blood glucose level was 14 mmol/l (252 mg/dl) and at 6:20 pm he bolus 17.8 units of insulin, at 7:55 pm patient's blood glucose level was 20.1 mmol/l (362 mg/dl) and then at 7:57 he bolused 7.8 units of insulin. Patient reported that at 8:45 pm he also bolused 1.3 units of insulin. Patient stated he began to vomit and went to the hospital where he was hospitalized for 3 days. Patient reported being treated with an IV of nacl. Patient stated he thinks the infusion device probably did not deliver the accurate amount of insulin. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no unusually events could be observed on the event history of the pump. The problem mentioned by the customer could not be reproduced.